Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center produced distorted image when the blue foot pedal was pressed and the image returns when the pedal was released. The image recorder began releasing images uncontrollably. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During communication with the customer it was reported that there was no issue with the erbe unit. The issue may be a circuitry issue in the room where the event occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.